Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was also noted the last interrogation was in 2023. Technical services (ts) recommended device replacement. As a result, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.